Manufacturer narrative:
Review of received information and photo: on-site investigation was performed by our field service engineer. Provided photo confirms the reported issue. Further information have been requested but has not yet been received.

Event description:
During the inspection of the ventilator it was discovered that the ventilator's pressure transducer printed circuit coard was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).